Event description:
A tps handpiece cord was sent for service and bias current was experienced during performance testin. No adverse event was associated with the device.

Manufacturer narrative:
The device will not be returned to the user facility because it is not repairable once it has been disassembled. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.